Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nose bleeds. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam.the manufacturer received information alleging nose bleeds. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The external investigation of the device showed that there were no signs of unusual wear or tear. The internal investigation of the base unit observed evidence of dust contamination on the blower and in the blower also confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes there was presence of degraded sound abatement foam, however no visible amounts of foam were observed to be missing. In this report, section d9, g3, h3, h6 has been updated.